Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the valve was malfunction. He was admitted to hospital for more than three months after head trauma and bilateral craniotomy with disturbance of consciousness. He was initially diagnosed as secondary traffic hydrocephalus. The patient came to (B)(6) central hospital in (B)(6) 2019 and implanted with fx431-t ((B)(4)) and fv251t shunts to shunt excess cerebrospinal fluid and restore normal intra-cerebrospinal pressure. Postoperative shunt effect was obvious. CT showed ventricular contraction. About two weeks after the first operation, occlusion was found. The shunt pressure was adjusted to 0. However, CT showed swelling of bone window and ventricular enlargement. After clinical examination and confirmation, suspicion of ventricular end occlusion. In (B)(6) 2019, the ventricular end was replaced by a second operation. The ventricular end was disconnected from the reservoir sac during the second operation. There was obvious cerebrospinal fluid outflow at the ventricular end, and the ventricular end was not blocked. During the operation, the reservoir sac and valve were washed with normal saline, and the ventricular end was connected with the reservoir sac again. It's confirmed of normal discharge of cerebrospinal fluid at abdominal end and normal shunt of cerebrospinal fluid after the second operation. Re-examination in (B)(6) 2019 found that ventricle enlargement and bony window bulging again. Clinical examination and confirmation showed that the pressure storage bag rebounded normally. Theoretically, the shunt tube was not blocked. Pressure value of the shunt tube was 0. Pressure value of the lumbar puncture was about 120. The adjustable pressure valve could not solve the patient's hydrocephalus problem. After communicating with the clinic, a third operation is needed to replace the shunt and to explore the problem of the previous shunt. On (B)(6) 2019, the third operation, our sales were in line. During the operation, the abdominal end was taken out of the body and cerebrospinal fluid flowed out. The shunt tube was unobstructed. It was suspected that there was a problem with the adjustable pressure valve. After replacing the new shunt tube, the bilateral bone window collapsed well and the pressure was 4.

Manufacturer narrative:
Contact information is updated due to expiration of exemption e2017044. Investigation: visual inspection: the valve was returned dry, not submersed in liquid as recommended. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test: permeability testing found that the valve is permeable. Adjustment test: this is a fixed pressure valve- so an adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve- so a braking force and brake function test are not applicable. Computer-controlled test: to investigate the claim of underdrainage, the opening pressure was measured using a miethke computer-controlled testing apparatus which simulates cerebrospinal fluid flow. The valve was tested in the vertical position. The results showed that the valve was not operating within acceptable tolerances. The opening pressure in the vertical position at a reference flow level of 5 ml/h demonstrated over drainage. Results: it should be noted that the valve was returned dry- not submersed in liquid as recommended. The investigation of dry items is not optimal due to the effect of dry deposits that liquid and blood can have on product performance. In spite of this, the valve was inspected to the best of our abilities. First a visual inspection of the shunt assistant was performed and no significant deformations or damage of the valve was detected. Next the valve permeability of the valve and found it was permeable. A computer-controlled simulated flow test was performed. The opening pressure was measured in the vertical position (shunt assistant) and was found to be outside the acceptable tolerance. The valve works, but in over drainage. Finally the valve was dismantled. No visible deposits were observed inside the valve. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the reported malfunction. Based on our investigation, we were unable to substantiate the claim of underdrainage. The shunt assistant operates at the time of investigation in over drainage. However, the test results are not meaningful, as a possible adherence of dried, invisible deposits cannot preclude a malfunction. We can exclude a defect at the time of product release as the shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.